Event description:
It was reported that a user of the ilet experienced hyperglycemia and observed visible drops of insulin from the fill tubing, and the user was advised to change the infusion site. Symptoms included elevated blood glucose. Outcomes included a need for troubleshooting and education without hospitalization. Investigation included user coaching and troubleshooting for high glucose and infusion setup. Investigation of this case revealed an unclear cause for hyperglycemia with a suspected infusion delivery issue related to the fill tubing or site, based on the observation of drops and resolution steps provided. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.